Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches to lcd window, scratched reservoir tube window, cracked reservoir tube lip and stained address serial number label.

Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. Customer's blood glucose level was 293 mg/dl. Troubleshooting was performed. It was explained that recurring no delivery alarms may be due to site, set, or reservoir issues. Customer stated that they have tried all remedies. Customer was advised that the insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.